Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer did not remove residual air from insulin cartridge during load process. Customer completed load sequence with existing cartridge. Customer's blood glucose was 100 mg/dl.